Event description:
It was reported to philips that the system displayed the message that the image disk space was too low. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and procedure was aborted. The philips field service engineer (fse) inspected the system on site and confirmed that system displayed the message that the image disk space was too low. Upon troubleshooting fse found an error indicating low free space and suspected an issue related to software or ippc. To resolve the issue, fse reinstalled the software of ippc and recreated image storage. After that, , the system was returned to use in good working order. The codes were updated based on the investigation outcome.